Event description:
It was reported that during an inferior vena cava (ivc) filter implantation procedure, premature filter deployment outside the patient occurred. It was confirmed that a pre-placement vena cavogram was performed prior to filter placement. The safety sleeve was in place and the end cap was fully over the capsule. Sufficient flushing of the carrier system with heparinized saline was performed at prep. The position of the carrier capsule was confirmed by the vena cavogram or fluoroscopy before the attempted filter placement. There was no difficulty with the insertion of the carrier into the patient's anatomy. The physician used fluoroscopic guidance during the procedure. A 12f introducer sheath was inserted by the phyisician using a right femoral vein approach. The greenfield 12fr ss otw vena cava filter and introducer system were advanced over an amplatz super stiff guide wire. As the filter system was being advanced, the physician attempted to retrieve the system in order to check the location of the renal vein. The filter remained in the introducer sheath when being advanced inside the patient, but after the system was retrieved outside of the patient's body, the filter spontaneously released from the introducer system. The filter was not implanted in the patient. Another greenfield filter and introducer system were introduced from a jugular vein approach and the filter was successfully implanted. The procedure was completed. The patient remained asymptomatic during this event. The physician feels that the patient is adequately protected following placement of the jugular vcf. No patient injuries or complications were reported. Patient status reported as "good."

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.